Manufacturer narrative:
After battery installation unit power up and display froze after count up followed by an unexpected constant tone, problem isolated to m/b. Unable to perform any test due to frozen screen.

Event description:
Customer reported via phone call that the insulin pump makes a sound like a super high loud mosquito. Customer's blood glucose value was 300mg/dl. Customer states there was something nearby that beeps or vibrates. Assisted customer in performing a self test and test passed. The device will be return for analysis.